Event description:
It was reported that the nurse call was not functioning properly. Additionally, it was reported that the footboard was missing. No adverse consequence was reported.

Manufacturer narrative:
Footboard. The user facility removed the footboard which is not the intended use of the bed.